Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) performance issues. The surgeon observed no fluid in the device. A small hole was observed in the middle of the reservoir. All components were removed and replaced. There were no patient complications in relation to this event.